Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tore during a screening colonoscopy which caused a small mucosal tear, requiring 3 clips for hemostasis and repair. The procedure and anesthesia/sedation were prolonged by 20 minutes and was completed using a similar device. There was no further patient impact reported.